Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. Company representative connected on the cp and confirmed. Battery has reached 2.73v. Surgical intervention may be taken at a later date to address the issue.